Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
The loaner remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.